Event description:
Pump #1 was reported to be set up with a 1000ml bag of normal saline, hung as the primary bag, set at 50ml/hr. A 50ml bag of rosephin was hung as the secondary bag and was also set at 50ml/hr. The primary bag was infusing fine, rn started the secondary bag which infused fine, but when pump switched back to infusing the primary bag, the remainder of the bag, which was approx 300ml, "free-flowed" into the patient. No patient injury resulted.